Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the symptoms began the next day, on (B)(6) 2024. The patient consulted hcp who prescribed a corticosteroid cream to treat the symptoms. The name of the cream was not provided. Since the symptoms reported by the patient are known anticipated potential adverse effects associated with sensor insertion, the incident does not require any further investigation.

Event description:
On july 29, 2024, senseonics was made aware of an incident where the patient reported itching, inflammation and exudate at the insertion site, on the part of the skin that covers tegaderm. The sensor was inserted on (B)(6) 2024 and the symptoms began the next day, on (B)(6) 2024. The patient consulted hcp who prescribed a corticosteroid cream.